Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the common femoral artery was attempted using perclose proglide devices. Reportedly, the suture could not be retrieved when the needle plunger was removed. The device was removed over a guide wire and a second and third proglide device were attempted, but the sutures also could not be retrieved when the needle plunger was removed. A fourth proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.